Event description:
The report we received from our affiliate indicated that, as learned during an academic conference (15th annual meeting of the society of interventional cardiology), the stent had focal restenosis in the 5mm proximal and distal segments. Add'l info has been requested. Additional info will be submitted within 30 days from receipt.